Manufacturer narrative:
The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was received for evaluation. Visual and functional testing were performed. The device was received with a dirty plunger head and the lever wouldn't move. The pump history log review revealed there was a force sensor test error in history. Functional testing confirmed the reported complaint. The root cause of the reported issue was found to be that the plunger head was full of contamination. The problem was corrected by replacing all parts in the plunger head. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a force sensor test failure. No patient injury was reported.